Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Device restoration was unsuccessful due to its low battery status. It was explanted and replaced on (B)(6) 2015.

Event description:
New information reported the patient to be in good condition post procedure.